Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, urinary problems, dyspareunia and vaginal scarring. The patient underwent davinci assisted diagnostic laparoscopy, robotic diagnostic laparoscopy, lysis of adhesions, left ovarian cystectomy, right salpingo-oophorectomy, and cystoscopy on (B)(6) 2012 due to pelvic pain. (B)(4).